Event description:
This lead perforated the patient and while replacing this lead, the physician upgraded this patient to a competitor's bi-v ICD system.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 47 cm proximal to the lead tip. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The cuttings in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.